Event description:
The customer observed a falsely depressed alinity I anti-tpo for two patients that were not reported out of the laboratory. The following results were provided: patient 1, initial anti-tpo result= 1.45 iu/ml; repeat result on another alinity= 7.77 iu/ml; repeat result after recalibration= 8.23 iu/ml. Patient 2, initial anti-tpo result= 3.46 iu/ml; repeat result on another alinity= 7.76 iu/ml; repeat result after recalibration= 5.17 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 09p35-22 that has a similar product distributed in the us, list number 9p35-21, with 510k/PMA/bla number k052407.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I anti-tpo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71694fz00. A device history record review was performed on lot 71694fz00, which did not show any potential non-conformances, deviations, or non-conformances. In-house accuracy testing of a retained reagent kit of the lot 71694fz00 was performed. All validity and acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-tpo reagent lot 71694fz00 was identified.

Event description:
The customer observed a falsely depressed alinity I anti-tpo for two patients that were not reported out of the laboratory. The following results were provided: patient 1, initial anti-tpo result= 1.45 iu/ml; repeat result on another alinity= 7.77 iu/ml; repeat result after recalibration= 8.23 iu/ml patient 2, initial anti-tpo result= 3.46 iu/ml; repeat result on another alinity= 7.76 iu/ml; repeat result after recalibration= 5.17 iu/ml there was no impact to patient management reported.